Event description:
It was reported that the bd pre-filled normal saline syringe plunger broken. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for coronary artery disease, and on (B)(6) 2023, the charge nurse treated the patient with intravenous fluids as prescribed by the physician, and when using a prefilled catheter flosser for indwelling needle sealing, she found that the mandrel was broken at the stem and unusable, and immediately replaced it without harm to the patient.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6 investigation summary: it was reported the mandrel was broken at the stem. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap with a damaged syringe plunger rod thumb press. No other defects or imperfections were observed. This defect could occur if the unit was not positioned properly in the flow wrap when the flow wrap cutter cut the package. A device history record review was completed for provided material number 306593, lot 2096906. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging flow wrapper was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.